Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant of the left ventricular (lv) lead there was no capture in any vector. The lead was found to be dislodged. The lead was replaced. The patient is a participant in the electrocardiogram belt clinical study. No patient complications have been reported as a result of this event.